Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a constant increase in pacing impedance up to high, out of range values for which a lead safety switch (lss) was triggered. Also, noisy signal over sensing was observed at the rv lead channel and due to this over sensing, some functional under sensing was observed at the right atrial lead channel. No asystole was noted. The pacemaker has been explanted and the rv lead was surgically abandoned. A new pacemaker and rv lead were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a constant increase in pacing impedance up to high, out of range values for which a lead safety switch (lss) was triggered. Also, noisy signal over sensing was observed at the rv lead channel and due to this over sensing, some functional under sensing was observed at the right atrial lead channel. No asystole was noted. The pacemaker has been explanted and the rv lead was surgically abandoned. A new pacemaker and rv lead were implanted at the same procedure. No additional adverse patient effects were reported.